Manufacturer narrative:
The pneumatic block was replaced to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
During resmed authorized third party service center evaluation, an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Event description:
During resmed authorized third party service center evaluation, an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device pneumatic block. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).